Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Final angiography reportedly showed no evidence of endoleak. On an unknown date, a follow-up computed tomography scan identified a distal type I endoleak with no evidence of aneurysm enlargement. On (B)(6) 2013, an intervention was performed to repair the endoleak whereby the left hypogastric artery was intentionally covered with an additional device for distal extension on the plc231000. Final angiography showed resolution of the left distal type I endoleak. However, final imaging reportedly identified a distal type I endoleak in the right iliac artery. It was reported that both distal type I endoleaks were caused by inadequate seal zone (less than 10 mm) in the iliac arteries. The procedure was concluded, and the patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).